Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm going through removal of my essure this month') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm going through removal of my essure this month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced alopecia ("I lost clumps of hair when washing and drying it had removed in march and now may be a hair or 2 falls out I am so glad I stopped loosing my hair"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown and the alopecia had resolved. The reporter considered alopecia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿I lost clumps of hair when washing and drying it had removed in march and now may be a hair or 2 falls out I am so glad I stopped loosing my hair¿ was added. Reporter information was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm going through removal of my essure this month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced alopecia ("I lost clumps of hair when washing and drying it had removed in march and now may be a hair or 2 falls out I am so glad I stopped loosing my hair"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown and the alopecia had resolved. The reporter considered alopecia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.